Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while activating a pod the cannula had deployed prior to application at the pod infusion site. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. The pod was not worn.